Manufacturer narrative:
Investigation revealed that the customer was not following calibrator reconstitution instructions as listed in the instructions for use. Calibration with fluids prepared according to instructions resulted in acceptable performance. Root cause of the event was user error in failing to follow ocd recommended protocol.

Event description:
A customer observed falsely elevated k+ results from qc fluids tested on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.